Event description:
Unsuccessful attempt at percutaneous atrial septal defect (asd) closure using amplatz or 20 mm atrial septal (aso) occluder due to embolization of device and failure to retrieve. Due to embolization of device, patient had to undergo an open procedure with removal of amplatzer device from right main pulmonary. Open procedure was successfully completed.